Event description:
The care giver (cg) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during use during initial drain. There was air in the patient line, so the cg would start over with new supplies. Baxter product surveillance spoke with the registered nurse on (B)(6) 2011. She stated that the patient had not contact her about the incident, but that the patient's therapy had been going well since. There were no adverse effects reported in relation to this incident. Bps contacted the care giver on (B)(6) 2011. He stated that after starting over with new supplies, therapy went well. He did not note anything unusual about the supplies, and therapy has been going well since. There was patient involvement but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.